Event description:
It was reported that dr. (B)(6) performed a secondary lens implantation with scleral fixation at my facility and ran into some difficulty. This procedure was necessitated by her previous cataract procedure requiring an anterior vitrectomy due to subluxed capsule and zonules. He inserted a CT lucia iol into the eye and while manipulating it into position, one of the haptics detached from the iol. He removed the lens immediately and replaced with another CT lucia lens. Upon seeing the patient for follow-up the next week, he discovered that the second lens' haptic had detached from the lens as well. The lens was also removed, and another lens implanted. No adverse patient effects reported.

Manufacturer narrative:
During the processing of this complaint, attempts were made to obtain complete event, patient, and device information. It was reported that dr. (B)(6) performed a secondary lens implantation with scleral fixation at my facility and ran into some difficulty. This procedure was necessitated by her previous cataract procedure requiring an anterior vitrectomy due to subluxed capsule and zonules. He inserted a CT lucia iol into the eye and while manipulating it into position, one of the haptics detached from the iol. He removed the lens immediately and replaced with another CT lucia lens. Upon seeing the patient for follow-up the next week, he discovered that the second lens' haptic had detached from the lens as well. The lens was also removed, and another lens implanted. No adverse patient effects reported. The device was not sent back thus a proper device analysis could not be completed nor the reported issues confirmed. It was mentioned by the customer that there was no damage noted during preparation for use indicating a product quality issue did not contribute to the reported issues. Additionally, it was stated that the customer is using the yamane technique to implant lenses. This technique induces a larger amount of force while trying to position the haptics in the scleral tunnel. Our lenses are intended to be implanted in the capsular bag; therefore, the lenses are being used off-label. Based on the information provided, the risk assessment for the lucia product and based on our experience and other complaints that have already been resolved we have determined that the following factor may have cause or contributed to the iol damaged haptic is but is not limited to: lens placement technique and poor handling during folding and inserting. The device history records were reviewed and there were no non-conformities or deviations noted during the manufacturing of the lens that would have caused or contributed to the nature of this complaint. Additionally, our lenses are 100% inspected before they leave our manufacturing site. Therefore, we are confident that the lens was processed per standard operating procedures and inspections and met all criteria for release. We have reviewed the information provided and at this time there is no indication of a product quality issue with respect to the manufacturing, design, or labeling of the device. It appears that the reported issue is linked to user error. However, the need to explant the lens is considered need for medical intervention in order to prevent and avoid permanent impairment or damage to a body structure.